Event description:
The international customer reported the ventilator battery charging led was not lit and the backup battery was not functional. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The manufacturers field service engineer (fse) confirmed the reported problem. The fse reported the unit displayed a message 'backup battery not connected' on startup, indicating to the user that the battery in place for backup power had a low capacity for use. The fse reported the unit was functional on ac power. A power supply has been ordered for service of the reported problem. Power failure due to loss of ac or battery power may result in shutdown of device during normal ventilation operation. Proper care, maintenance and testing should be performed when using battery power sources.

Event description:
The manufacturers field service engineer replaced the power supply to address the reported problem.